Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment due to tissue overgrowth. The implanted device remains.